Manufacturer narrative:
Concomitant product: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
It was reported that the patient experienced a sudden loss of therapeutic effect. The manufacturing representative tried to use the lead for a trial, but couldn¿t get stimulation at any part of the lead. An impedance testing was performed, which was abnormal. The lead was reconnected to the multi-lead trialing cable (mltc) multiple times, but never got stimulation. A different product was used. The manufacturing representative used another lead and got stimulation with the same mltc. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Analysis of the lead (sn (B)(4)) found that there was no anomaly.